Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer visited emergency room due to high blood glucose on (B)(6) 2021 with blood glucose of 598 mg/dl. The customer was admitted to hospital due to high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer will continue to use the device.